Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a tka surgery, the distal femoral cut had to be adjusted with an additional 8mm distal cut from the original plan. It is unknown how the procedure was resumed. No further information available at this moment.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, a review made by the quality engineering team revealed that the segmentation was found to be within visionaire standards. No root cause could be found for the complaint. All parts of design were within visionaire standards. The clinical/medical investigation concluded that, as of the date of this medical investigation, no clinically relevant supporting documentation has been provided. Based on the limited complaint information, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported intraoperative adjustment of the distal femoral cut could not be determined and it is unknown how the procedure was resumed. The current health status is unknown; however, no patient injury was reported. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the instructions for use documents for visionaire patient matched instrumentation with fastpak instruments revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used and/or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. E1: initial reporter name and address, h6: medical device problem code